Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was sometimes unresponsive. During troubleshooting with tandem technical support (cts), it was confirmed that the pump touch screen was unresponsive. The customer¿s blood glucose was 170 mg/dl. Customer would continue to use the pump for insulin therapy and cts recommended to reach out to health care provider for additional back up therapy.